Event description:
The device was returned for a set ID failure. The pump was not able to perform an infusion as it would not recognize sets properly. The device was reverted to manufacturing mode and failed admin set ID testing. There was no physical damage identified inside the pump.

Event description:
The following has been reported: biomed reported: constant air in line error. No active infusion or patient harm reported. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.